Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush head was found in a scope's suction channel during scope cleaning on (B)(6) 2025. During scope cleaning, the nurse found a broken tip of the brush inside the scope's suction channel near the area where the cap is placed. Upon inspection, she illuminated the inside of the scope, noticed the white part of the brush, and successfully retrieved it. There was no patient involvement in the event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured. Block h11: investigation results: the product was not returned for analysis. However, a media inspection was performed based on a photo provided by the customer. The image shows that the brush head was detached. Therefore, the reported allegation has been confirmed. With all the available information, boston scientific concludes the reported event was confirmed. According to the media analysis performed, the brush head was detached. The investigation findings and all information available concludes the most probable root cause is a cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported event. An investigation to identify the root cause of hedgehog brush breaks is in progress, including brush breaks near the joint with the green handle.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a colonoscopy and esophagogastroduodenoscopy (egd) procedures performed on (B)(6) 2025. During the procedure, the nurse found a broken tip of the brush inside the scope. It had detached and was located in the suction channel, near the area where the cap is placed. Upon inspection, she illuminated the inside of the scope; noticed the white part of the brush and successfully retrieved it. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a colonoscopy and esophagogastroduodenoscopy (egd) procedures performed on (B)(6) 2025. During the procedure, the nurse found a broken tip of the brush inside the scope. It had detached and was located in the suction channel, near the area where the cap is placed. Upon inspection, she illuminated the inside of the scope; noticed the white part of the brush and successfully retrieved it. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured. Block bh11: correction to block b5 (describe event or problem).

Manufacturer narrative:
Additional information: block e1 (initial reporter email). Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a colonoscopy and esophagogastroduodenoscopy (egd) procedures performed on (B)(6) 2025. During the procedure, the nurse found a broken tip of the brush inside the scope. It had detached and was located in the suction channel, near the area where the cap is placed. Upon inspection, she illuminated the inside of the scope; noticed the white part of the brush and successfully retrieved it. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.